Event description:
During a standard procedure, the back cap from a dental hand piece came off in patient mouth. The pieces was collected without incident to the patient.

Manufacturer narrative:
During a standard procedure the back cap from a dental handpiece came off in patient mouth. The pieces was collected without incident to the patient. During analysis of the handpiece was found that the turbine inserted in the handpiece was no kavo product. The bearing of the turbine where bad, the debris level passes. The facility that installed the non kavo turbine did not secure the back cap tight enough. The handpiece was repaired according repair procedure, with kavo original spare parts and send back to the customer.